Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) batteries not charging properly. No patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code) updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. At this time, the customer has not requested getinge to evaluate the unit for the reported malfunction. According to the customer, the batteries were replaced. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Corrected fields: h6 (type of investigation). Updated fields: b4, g3, g6, h2, h11.

Manufacturer narrative:
Corrrrected field: d8. Updated fields: b4, g3, g6, h2, h11.

Manufacturer narrative:
Corrected fields : d1 , d4 ( model , catalog , UDI ). Updated fields: b4, g3, g6, h2, h11.